Event description:
The catheter was in place for two days and secured with an opsite dressing. When it was time to remove the catheter, the staff had difficulty removing the opsite and used both an alcohol pad and a povidone-iodine pad to assist in removal of the dressing. When the catheter was removed, it broke into three pieces.